Event description:
It was reported that during the allograft process it was noted that gears are worn, incomplete mesh was created, and roller gear is broken. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined the unit was not producing a completed mesh. The gears were worn, the comb and roller were damaged, and the right side plate was missing. The side plates, bearings, bottom roller, gear, and comb were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, associated reports: 0001526350 - 2022 - 00617, 0001526350 - 2022 - 00617, 0001526350 - 2022 - 00481.